Manufacturer narrative:
Batch reviews performed on 27 july 2018: lot 177644: 12 items manufactured and released on 09 january 2018. Expiration date: 2022-12-11. No anomalies found related to the issue. To date, 4 items of the same lot have been already sold without any similar reported event. Batch review for gmk-revision fixed tibial insert sc # 3/10mm, (B)(4), lot. 174955 (k103170): 29 items manufactured and released on 09 november 2017. Expiration date: 2022-10-09 no anomalies found related to the problem. To date, 10 items of the same lot have been already sold with one similar reported event. Batch review for gmk-revision fixed tibial tray cemented # 3 r, (B)(4), lot. 174932 (k123721): 35 items manufactured and released on 29 november 2017. Expiration date: 2022-11-09. No anomalies found related to the issue. To date, 11 items of the same lot have been already sold without any similar reported event. Batch review for gmk patella resurfacing # 3, (B)(4), lot. 174642 (k090988): 120 items manufactured and released on 24 october 2017. Expiration date: 2022-10-08. No anomalies found related to the issue. To date, 105 items of the same lot have been already sold without any similar reported event.

Event description:
About 1 month after primary the surgeon revised the patient for a knee infection. The surgery was completed successfully. Pathogen is unknown.